Event description:
Treatment of an aneurysm. It was reported the patient was treated with three pipelines on (B)(6) 2011. Six days later, the patient presented with a grade 5 sah. Subsequently, the patient expired.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model number and lot number of other pipelines involved: model: fa-77425-16 / lot jl11-029 - dom: 07/15/2011 - exp: 07/01/2014. Model: fa-77425-14 / lot: jl11-036 - dom: 07/19/2011 - exp: 07/01/2014. (B)(4).